Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was displayed as "high"; although a specific value was not provided. The customer addressed their bg with a manual injection. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.